Event description:
Patient reporting having a port revision. It is not known if the port has been explanted or replaced. The reported event has not been confirmed by a healthcare professional.

Manufacturer narrative:
The product associated with this report will not be returned for analysis. Based upon the implant date provided by the reporter the connector type is either a taper ii or rapidport ez strain relief. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. No additional information has been reported to allergan regarding the serial number of the device. See scanned page.